Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Based on additional information received, it has been determined that multiple products were implanted that have been manufactured at other facilities; therefore, reports have been generated under manufacturing report #s 9615742-2016-00069, 9615742-2016-00071, and 9615742-2016-00070 (reference number: (B)(4) respectively) to capture the change. No further information will be reported under this manufacturing report number.

Event description:
According to the reporter, the product promoted inflammation of the pelvic tissue and contributed to the formation of severe adverse reactions to the mesh.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received the procedure was a revision of a previously implanted mesh and posterior colporrhaphy with vaginal vault suspension using mesh under general anesthesia.